Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 failed and required maintenance. A field service engineer replaced the plunger, spring, and u-link using spare parts, then checked and reseated the bus cable to ensure proper connectivity and cleaned the area for any medications and debris to resolve the issue. During the repair process, the fse performed a system reboot of the station. The fse cleaned the electronics drawer, including the area around the back of the communication sled and power supply. Medications were inspected, and debris was cleared from the bottom edge of the back panel. Additionally, the fse checked for any loose drawers and reseated the drawer cable to ensure secure connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer had failed and it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.